Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 20 mg/dl. Reportedly, the customer dosed with 300 units via manual injection, resulting in the low bg. The customer went to the emergency room (ER) and was subsequently admitted to the hospital where the customer was given dextrose and glucagon to resolve issue. The customer was released from the hospital on (B)(6) 2019 with permanent physical damage. It was reported that the customer is now wheelchair bound, experiences neuropathy in hand and feet, wears a trache for oxygen, and is undergoing both physical and occupational therapy.

Manufacturer narrative:
This was inadvertently filed. This event is not reportable as low blood glucose was due to a manual injection.